Event description:
It was reported that during a left antebrachium shunt pta treatment procedure, balloon removal difficulties were encountered. The lesion being treated was an 80% stenotic lesion located in the left antebrachium dialysis shunt. The physician used a 5f mosquito introducer sheath and a radiofocus 0.035" guidewire to access the lesion. The ultra thin diamond balloon was used to predilate the lesion. The physician was able to inflate the balloon on the initial attempt without difficulty. The device was inflated six times to between 10 to 15 atms each. The physician had no difficulty deflating the balloon, but was unable to remove it following the sixth inflation. The balloon was subsequently withdrawn as a unit together with the sheath. The patient had only slight pain during the balloon removal attempts. The procedure was successfully completed. Patient status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.